Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up the device was interrogated which revealed an eri alert, although the battery voltage indicated it was above eri. The physician decided to treat the device as eri and is awaiting explant and replacement. The patient is in stable condition.